Event description:
Began ecp treatment in usual fashion w/ cellex instrument & disposable kit via bilateral pivs (peripheral ivs) in antecubitals. Had series of #45 rbc pump alarms @ whole blood processed (wbp) 305ml, 326ml, 405ml, 525ml. Trouble-shooting included decreasing collect rate to 25ml/min, then to 20ml/min, stopped/restarted centrifuge bowl x2 to mix & re-settle cells, adjusted bowl optic readings as indicated due to level of interface below, then above optic sensor. Conferred with engineer at therakos, who recommended to: end treatment & reprime & treat w/ new kit or end treatment & photoactivated cells already collected. Patient stated was unable to accommodate any delays today due to personal schedule. Decreased wbp target to that already collected, proceeded to early photoactivation & completed ecp as stated. Total wbp = 545ml rather than usual 1500ml. Kit to be returned to therakos via biomed dept for evaluation. Patient was discharged from ecp feeling well w/ stable vital signs.